Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced universal serial bus (usb) flash drive and line interface 2 printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a serial number mismatch diagnostic message. The ventilator was not in use on a patient at the time of the reported event.